Event description:
It was reported that a patient underwent a pancreaticoduodenectomy on (B)(6) 2014 and a reservoir was attached to a drain. At first, the reservoir was performing correctly, but after that, the negative pressure gradually didn't work. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.